Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error code. The main printed circuit board (pcb) was contaminated. It was also noted that the hanger assembly was broken and the upper case, keypad flex, encoder assembly, four knobs, lower case, liquid crystal display (lcd), display frame, six case screws and two main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.